Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 08 august 2023, a 25mm navitor valve was chosen for implant, using a small flexnav delivery system. A non-abbott sheath was advanced to perform balloon aortic valvuloplasty (bav). Bav was performed and the non-abbott sheath was removed. During insertion of the flexnav delivery system, it was noted that the delivery system would not advance. In doing so, it raised the capsule, creating a rough edge and infold on the front edge of the valve capsule. A replacement flexnav delivery system was used to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There were no adverse patient effects.

Manufacturer narrative:
An event of delivery system would not advance was reported. The front edge of the valve capsuled was enfolded when advancing the delivery system. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.